Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, unusual aspect of several curves observed in device memory. Physician wants to know if there is any display or data alteration issue. Preliminary analysis confirmed the reported behavior. It was due to two frames repetition that corrupted the reading of the temporal holter from (B)(6) to (B)(6) 2017. There is no patient risk.

Event description:
Reportedly, unusual aspect of several curves observed in device memory. Physician wants to know if there is any display or data alteration issue. Preliminary analysis confirmed the reported behavior. It was due to two frames repetition that corrupted the reading of the temporal holter from (B)(6) to (B)(6) 2017. There is no patient risk.